Event description:
Pt spontaneously called to report ms3 pump (B)(4) lost programming during cartridge change. Will send programmed replacement pump and return box. The reported product fault occurred while in use with a pt. The product issue did not cause or contributed to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.